Event description:
On 7/31/2023, it was reported by an arthrex employee via email that an ar-1923bc biocomposite pushlock anchor was found broken after insertion. This was discovered during an ankle ligament reconstruction procedure on (B)(6) 2023. The case was completed using another ar-1923bc biocomposite pushlock from the same lot number. Additional information received on 8/2/2023: as the customer described, the anchor was found broken after the surgeon extracted the anchor from the patient. Additional information received on 8/2/2023: the anchor did not break during insertion but was found broken during extraction. This was not a revision surgery; at this time, it is unknown why the anchor was extracted from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the implant was broken. No broken pieces were returned for analysis. No damage was noted to the driver shaft. Most likely cause can be attributed to prying/leveraging the screw during insertion.